Manufacturer narrative:
On 12/2/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample, a rupture was found in the posterior view, measuring approximately 2.8 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian patient underwent a revision breast reconstruction with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture. On (B)(6) 2019, the patient underwent bilateral removal and replacement with a 650cc mentor memorygel breast implant (left, catalog #:3505650bc, serial #: (B)(4)) and a 595cc mentor memorygel breast implant (right, catalog #: 3507595mc, serial #: (B)(4)). The rupture was confirmed by a surgeon upon explantation.